Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation, the soft tip of the promus device separated, prior to use in the patient. The device was not used on the patient. Another of the same size promus stent was used to complete the case successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The device has not yet been received. A follow-up report will be submitted with all additional relevant information.